Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds in all configurations and was scheduled for replacement. Additional information was later received, which indicated the lv lead had intermittent, elevated thresholds and was explanted and replaced. At the time of the lead revision procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion and was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.